Event description:
Customer reports receiving high blood glucose result of 451 mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Customer reports having a seizure and paramedics were called. Customer was tested by paramedics with result of 21 mg/dl and treated with some beef and 2 tubes of glucose gel. No controls were run. No adverse event due to device malfunction. A request was made for return of the suspect product and a replacement was sent.